Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain six of six of peritoneal dialysis therapy. During troubleshooting, the patient reported that the patient line leaked. The technical service representative had the patient cycle the power on the device to clear the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. The direct cause of the reported problem was determined to be a leak in the patient line. Should additional relevant information become available, a supplemental report will be submitted.